Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they replaced the fuses to resolve the reported issue on 3 march 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, when moved into radiology to perform image acquisitions, a battery level error message appeared. When plugging in the system to charge, the fuses for the viewing station of the imaging system had become open. No additional information was provided. There was no patient present when this issue was identified.